Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additional information communicated stated that the hospital was contacted for information, but they would not provide any additional information related to the event. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient was admitted for ventricular tachycardia (vt). Cather ablation was performed and the patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additional information communicated stated that the hospital was contacted for information, but they would not provide any additional information related to the event. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient was admitted for ventricular tachycardia (vt). Cather ablation was performed and the patient was discharged on (B)(6) 2021.